Event description:
On (B)(6) 2013, at (B)(6) hospital, for cardiohelp unit (article number 70104.8012; serial number (B)(4)) during training the maquet trainer and hospital staff observed a "battery 2 needs service" message. There was no patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries were replaced and battery calibration was performed. The device was tested to factory specifications and passed all tests. (B)(4).